Event description:
During a lead positioning procedure, the ventricular setscrew on this pacemaker would not secure the lead properly. Therefore, the physician decided to explant the pacemaker.

Manufacturer narrative:
The device was explanted because during a lead positioning the ventricular setscrew was not working properly. The analysis from the manufacturer is pending.